Manufacturer narrative:
Initial reporter's address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that the ¿top cover¿ of a polyflux 14l dialyzer leaked blood during treatment. This led to an unspecified amount of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the blood side was performed and no leak could be found. A leakage test of dialysate side was performed and a crack in the welding zone was found. The failure was confirmed. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.